Manufacturer narrative:
On 4-dec-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. Note: the following form updates were made since the device had been received: d4 primary UDI number has been updated to (B)(4). Lot number 31715751l. Expiration date 13-aug-2028. H4 manufacture date 15-aug-2025. On 9-dec-2025, bwi received additional information regarding the event. The catheter was the suspected device for the irrigation issue. The device had been used on the patient. The issue was discovered when the medical team was not getting good heating during ablation because irrigation was titrating down. The correct catheter settings were selected on the generator. There were no flow rate change issues at the start of the ablation. Ngen pump was used for the procedure. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination, scanning electron microscope (sem), irrigation, temperature, and impedance test of the returned device were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. Then, an irrigation test was performed, and the device was found partially occluded, the flow was observed irregular. Due to this condition a microscopic inspection to the dome was performed and some irrigation hole were observed occluded with a dry reddish material. A sem test was performed to identified the foreign material on the irrigation hole and it was identified that per the composition observed in the sample, the foreign material could be related to an inorganic material per the element observed. A manufacturing record evaluation was performed for the finished device number lot 31715751l and no internal action related to the complaint was found during the review. The irrigation issue reported by the customer was confirmed. The potential cause of occlusion cannot be determined. The instruction for use (IFU) contains the following warnings and precautions: the irrigation system must be rechecked prior to restarting rf application. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient's body. In the other hands, if irrigation hole occlusion occurs: a. Fill a 1-2 ml syringe with sterile saline and attach it to the stopcock on the end of the tubing set. B. Inject the saline from the syringe into the catheter. A uniform flow of fluid should be visible from the tip of the catheter. C. Repeat steps a and b, if necessary, until the holes are cleared. D. Flush the catheter and tubing per standard technique to ensure purging of trapped air bubbles and to verify that the irrigation holes are patent. E. The catheter can now be introduced into the patient. F. Zero the catheter following reinsertion into the patient. As part of johnson & johnson medtech's process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation procedure with a qdot micro catheter and the irrigation was staying at 15 and the medical team was not getting good power. They removed the catheter from the patient's body to inspect it and noticed the irrigation hole out of the tip was not irrigating. The catheter was replaced and the problem was resolved. The case continued. No patient consequences were reported.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).